Event description:
Customer reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
Device received in a condition that made analysis impossible. At the time the suspect device was received, the device could not be primed due to a defective button.